Event description:
The pump was returned for investigation. Investigation revealed contamination under the contrast button. This report is made based on results of investigation completed on (B)(4)2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation of the pump, contamination was found under the contrast keypad button. During testing, the contrast button was intermittently unresponsive; which has no effect on insulin delivery. Additionally, the keypad button symbols were worn off. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.